Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted. The lead initially dislodged the day of implant. The implanter attempted to reposition the lead the next day. Dr. Requested new lead during reposition procedure because it appeared the screw mechanism was not extending or retracting properly.. No adverse patient events reported. Should additional information become available, it will be added to this file.